Event description:
The customer reported that they received erroneous results for two patient samples tested for troponin I stat (short turn around time) - tni stat. The customer ran precision studies using a high control followed by a low control and this was good. The customer also noted that for two weeks, they have issues with quality controls running high upon first run and then controls recover ok after repeat. The customer stated that prior to running the affected patient samples, they had run samples with tni results of >25 ng/ml. The first patient sample initially resulted as 0.48 ng/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as <0.3 ng/ml. The repeat result was believed to be correct. The second sample, from a male patient, initially resulted as 2.21 ng/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as <0.3 ng/ml. The repeat result was believed to be correct. The patients were not adversely affected. The tni stat reagent lot number was 17576201 with an expiration date of 01/31/2015. The customer noted that they do not monitor the humidity in the laboratory, but hospital operations require to the humidity to be kept low. The field service representative stated that the customer noted that the erroneous results occurred after running probnp. The field service representative added a special wash between probnp and tni stat. He performed mechanical and diagnostic checks. All checks passed. He ran performance testing and this was successful. The customer performed correlation studies with previously run patient samples. The field service representative later determined the issue to be caused by low gear pump pressure. He adjusted the gear pump pressure and adjusted the sample probe. The customer ran quality controls and patient samples with all working properly. Investigations could not determine a specific root cause. No reagent issues were evident. Instrument environment issues could not be excluded. Additional information for investigation was requested, but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).